Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarm occurred on the intra-aortic balloon pump (iabp) while moving the patient to the patient's room. Therefore, the iabp was replaced by a backup one. No health injury is reported so far." There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss alarm" is not able to be confirmed. The field technician checked the pump and no problem was found. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "helium loss alarm occurred on the intra-aortic balloon pump (iabp) while moving the patient to the patient's room. Therefore, the iabp was replaced by a backup one. No health injury is reported so far." There was no report of patient complications, serious injury or death.